Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2 and g2 (health professional must be marked). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, no abnormality was confirmed on the connecting tube though the connecting tube was broken. It is presumed from above that external stress was applied to lock lever of the connecting tube, which led to breakage of the tube. Subsequently, the tube was unable to be connected. The user may have applied stress toward wrong direction which caused the external stress. It is also presumed that the tube was not properly connected till it clicked. Or the tube was not connected for foreign material, or the like, adhered to the joint of the tube. The event can be detected/prevented by following the instructions for use: chapter 5 inspection and preparation before use 5.7 inspecting the connecting tubes and leak test air tube before using the reprocessor, always check that there is no irregularity regarding the following points on the connecting tubes and leak test air tube. All tubes should be free of cracks, breaks, fissures, scratches, or stains. There should be no cracks in the lock levers of connecting tube connectors and leak test air tube connectors. There should be no bends or breaks in the pin of connecting tubes connector and leak test air tube connector. The tube should not be easy to disconnect once connected. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the connectors came off of the endoscope reprocessor. The issue occurred during reprocessing. There were no reports of patient harm.